Manufacturer narrative:
Screen on was verified. Altitude issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 120 mg/dl.